Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse called and reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 110 mg/dl at the time of the incident. The customer was at 135 mg/dl at the time of the call. The caller did not mention how they treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.